Event description:
Our affiliate is reporting the following to us: ¿a healix advance knotless peek 4.75mm got broken in the middle of the surgery. Doctor was using in a rotator cuff tear a healix advance knotless peek 4.75mm with 6 orthocord sutures loaded in it. When he was screwing the anchor to the bone it broke, probably due to the tension of the sutures in the distal border of the anchor. The proximal part of the healix got stuck into the inserter. The other part had to be removed from the shoulder. Doctor removed part of the anchor left inside the bone hole and used another one from a different manufacturer (linvatec) so that he can finish the surgical procedure¿. The procedure was delayed by 70 minutes, and, they are reporting no patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
It has been approximately 176 days and the complaint device has not been returned, therefore it is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. This complaint cannot be confirmed or a root cause cannot be discerned. However, from past investigation, anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It cannot be confirmed if any of the above factors contributed in this event. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be received by depuy mitek at some point in the future, this complaint file will be re-opened at that time and an evaluation will be performed and documented.

Event description:
Our affiliate is reporting the following to us: "a healix advance knotless peek 4.75mm got broken in the middle of the surgery. Doctor was using in a rotator cuff tear a healix advance knotless peek 4.75mm with 6 orthocord sutures loaded in it. When he was screwing the anchor to the bone it broke, probably due to the tension of the sutures in the distal border of the anchor. The proximal part of the healix got stuck into the inserter. The other part had to be removed from the shoulder. Doctor removed part of the anchor left inside the bone hole and used another one from a different manufacturer (linvatec) so that he can finish the surgical procedure". The procedure was delayed by 70 minutes, and, they are reporting no patient consequences.